Manufacturer narrative:
The adverse impact was investigated in 1218950-2016-06944.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the system not working. There was no reported patient involvement.